Event description:
It was reported that subsequent to a coronary stenting treatment procedure a late stent thrombosis occurred. In (B)(6) 2013, the patient was implanted with a 2.75 x 24mm taxus liberte stent delivery system. Upon follow-up coronary angiography on (B)(6) 2013 it revealed a late stent thrombosis and the physician decided to undergo percutaneous transluminal coronary angiography procedure and used a 2.75 x 38 mm promus element stent delivery system to treat the lesion. The event was considered as resolved. No patient complication were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).